Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported by customer's mother (B)(6), that customer had an emergency room with high blood glucose reading of over 500 mg/dl. Diagnosis provided diabetic ketoacidosis. (B)(6) stated that insulin pump was not delivering insulin. During troubleshooting, the programming was correct. Nothing further reported.